Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 20, 2016, the lay user/patient contacted lifescan (lfs) to report that literature was missing from her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that between 2pm and 4pm on (B)(6) 2016, she noticed that literature was missing from the box containing the subject meter. The patient does not administer medication to manage her diabetes. The patient confirmed that she had followed her usual diabetes management routine after discovering that the owner¿s booklet was missing. She claimed that later in the day the alleged issue occurred, she developed symptoms of ¿sweating and light headed¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the patient indicated that the closure seal on the packaging was intact prior to opening. The cca educated the patient on the correct box contents and the patient confirmed that there was missing product. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged product issue occurred.